Event description:
Litigation alleges that patient has experienced hip pain, pain radiating down to her feet and in her shoulder blades, and torn muscles in her buttocks and groin from repeated dislocations of the defective hip implant, which necessitated her revision surgery. Patient still suffers from hip and back pain and a pronounced limp and cannot walk on her right leg for an extended period of time.

Event description:
Litigation alleges that patient has experienced hip pain, pain radiating down to her feet and in her shoulder blades, and torn muscles in her buttocks and groin from repeated dislocations of the defective hip implant, which necessitated her revision surgery. Patient still suffers from hip and back pain and a pronounced limp and cannot walk on her right leg for an extended period of time. (B)(6) 2011 litigation was received. There is no new information that would change the outcome of the investigation. (B)(6) 2012 - plaintiffs preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed.